Manufacturer narrative:
(B)(6). The stent remains implanted in the patient. The delivery system was used more three years prior to event; thus, it was not requested for return. A review of the lot history record (lhr) was performed. There were no non-conformances observed related to the reported event for this lot. The lot conforms to its predetermined specifications and requirements. Restenosis is listed in the instructions for use (cobra pzf) as a labeled potential adverse event. Investigation is not yet complete. A follow-up report with additional relevant information will be provided.

Event description:
A (B)(6) male with a medical history of diabetes mellitus since 1994, hypertension since 2013, and current smoker (1 pack/day) presented on 03 october 2014 with stable angina. The patient enrolled in cobra pzf shield trial. Angiography (performed the same day) showed a 90% stenosed type c lesion in the mid left anterior descending (lad) coronary artery. After pre-dilating the lesion with a 2.0x15mm balloon, a 2.50x30mm cobra pzf nanocoated stent was deployed, followed by post-dilatation with a 2.75x20mm balloon. The procedure was concluded with no adverse events and the patient was discharged on (B)(6) 2014. On (B)(6) 2018, the patient returned to hospital due to abnormal stress test result observed during routine follow-up nuclear stress test at cardiologist's office. Cardiac catheterization revealed a 99% stenosed lesion in the 1st diagonal coronary artery of the lad, and a 99% stenosed lesion in the mid lad. Both lesions were treated via deployment of a drug-eluting stent. The patient was discharged the following day in stable condition. The investigator considered the event of abnormal stress test serious, moderate in intensity, not related to the study device, and not related to the procedure. Per the sponsor, the event is possibly related to device and procedure (restenosis is suspected). Additional information was requested, but has not yet been received.

Event description:
A 62-year-old male with a medical history of diabetes mellitus since 1994, hypertension since 2013, dyslipidemia, and current smoker (1 pack/day) presented on (B)(6) 2014 with stable angina. The patient enrolled in cobra pzf shield trial. Angiography (performed the same day) showed a 90% stenosed type c lesion in the mid left anterior descending (lad) coronary artery. After pre-dilating the lesion with a 2.0x15mm balloon, a 2.50x30mm cobra pzf nanocoated stent was deployed, followed by post-dilatation with a 2.75x20mm balloon. The procedure was concluded with no adverse events and the patient was discharged on (B)(6) 2014. On (B)(6) 2018, the patient returned to hospital due to abnormal stress test result observed during routine follow-up nuclear stress test at cardiologist's office. Cardiac catheterization revealed a 99% stenosed lesion in the 1st diagonal coronary artery of the lad, and a 99% stenosed lesion in the mid lad. Both lesions were successfully treated via balloon angioplasty then deployment of a drug-eluting stent. The patient was discharged the following day in stable condition. The investigator considered the event of abnormal stress test serious, moderate in intensity, not related to the study device, and not related to the procedure. Per the sponsor, the event is possibly related to device and procedure (restenosis is suspected). No additional information was provided.

Manufacturer narrative:
Additional information: results coding: replaced 3233 with 213. Conclusion coding: replaced 11 with 22 and 4315. The stent remains implanted in the patient. The delivery system was used more three years prior to event; thus, it was not requested for return. A review of the lot history record (lhr) was performed. There were no non-conformances observed related to the reported event for this lot. The lot conforms to its predetermined specifications and requirements. A review of received angiography images was conducted by celonova biosciences medical affairs. The target lesion was revascularized in addition to treatment of another lesion in the first diagonal. As this intervention was four years after the index procedure and another non-target lesion was also treated, the restenosis is most likely due to disease progression. Restenosis is listed in the instructions for use (cobra pzf) as a labeled potential adverse event. The investigator considered the event as not related to the index procedure and not related to the study device. Intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). In this case, patient comorbidities and disease progression are likely contributory factors. However, per the sponsor, the relationship of restenosis to study device could not be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure.

Event description:
It was initially reported that the investigator deemed the restenosis event as not related to index procedure and not related to study device. On 29jan2020, the sponsor was notified that the investigator now deems the restenosis event as possibly related to study device, but remains not related to index procedure, as initially reported. No additional information was provided.

Manufacturer narrative:
H2 additional information added to b5.